Event description:
It was reported that the ilet screen did not display properly after the user removed the device from a pocket, and the user transitioned to backup therapy because the screen was not viewable. Symptoms included no adverse health effects and no glycemic excursions, as the user reported blood glucose in target range and did not require medical intervention. Outcomes included a device replacement and instructions for returning the original device. Investigation included remote troubleshooting and replacement logistics. Investigation of this device revealed a screen visibility hardware malfunction consistent with a display component performance issue. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction not related to user operation.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".